Event description:
It was reported the patient experienced pain at the ipg site. As a result, the physician replaced it with a smaller ipg to address the issue.

Manufacturer narrative:
Patient weight and date of event are estimated. A patient was experiencing pocket site discomfort which was resolved by replacing with a smaller ipg. The results of the investigation are inconclusive as the device was not returned for evaluation.based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.